Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead had rising and high bipolar pacing impedance and triggered an impedance warning. In addition, there were episodes on the electrogram that appeared to be noise and the lead exhibited a high number of sensing integrity counters (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.